Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The complete initial reporter facility name is nagoya city university medical school western medical center. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the air bubbles were mixed in. When they checked the arctic gel pad, the base of the hose was thin in part, and it appeared to have been bent before opening. They replaced the pad and was able to use it without any problems.

Event description:
It was reported that the air bubbles were mixed in. When they checked the arctic gel pad, the base of the hose was thin in part, and it appeared to have been bent before opening. They replaced the pad and was able to use it without any problems. Per follow up information received via task on 24apr2025, no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with original packaging label. Visual inspection noted the following: - no obvious visible defects such as cuts or tears in the foam. - one wing of a connector was bent. No visible chips or deformities at the ends of the other connector. - tubing for all the pads noted no kinks present. - hydrogel was intact with pad and not separated. - no crushed dimples or signs of overlamination in the pads. The reported issue could not be verified without further testing. The pad was tested using (B)(4) rev 3. A total of 1.1 l/min of flow rate were registered during the test. Also, the system diagnostics were reviewed, and circulation pump command was 34%, inlet pressure was -7.1 psi. No air bubbles were seen circulating through the pad or lines during the test. According to the test method tm0301222 rev 3 the flow rate was found to be acceptable for the returned pad. (Acceptable range >= 1.0 l/min). A risk review is not required as the reported event is unconfirmed. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation no additional actions are required at this time. Correction: h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the air bubbles were mixed in. When they checked the arctic gel pad, the base of the hose was thin in part, and it appeared to have been bent before opening. They replaced the pad and was able to use it without any problems. Per follow up information received via task on 24apr2025, no impact to the patient.

Event description:
It was reported that the air bubbles were mixed in. When they checked the arctic gel pad, the base of the hose was thin in part, and it appeared to have been bent before opening. They replaced the pad and was able to use it without any problems. Per follow up information received via task on 24apr2025, no impact to the patient.

Manufacturer narrative:
The reported event is confirmed cause unknown as they changed the pads and bubbles issue is solved. Sample was not available for evaluation. The labeling was reviewed and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The complete initial reporter facility name is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.